Event description:
It was reported that significant extension of surgical time occured as post on the poly was not inserting correctly into the femoral implant for final reduction leading to surgeon explanting the device and implanting another system.